Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller stated that the caster wheel was still in one piece but spokes broke loose from the hub and got pushed out. The caller stated that the end user complained about wobbling.